Event description:
It was reported that the patient experienced issues with their device, specifically that the battery depleted quickly and showed erratic behavior. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional corrective actions were reported.